Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 550 mg/dl and ketone level was trace. Pump supplies were changed multiple times. The insulin was changed and an insulin pen was used to address elevated bg. Customer alleged the pump was not delivering insulin. Pump system check with tandem technical support was performed and pump was found to be functioning as intended. Recommendation was made for the customer to discuss event with a healthcare provider.